Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received with the jaws partially closed and the trigger partially opened. Upon further inspection of the device one pear-shape clip was noted to be stuck on the jaws. The trigger was manually opened to its original position and the device was tested for functionality feeding the remaining clips with proper formation and without any difficulties noted. No jamming issues were noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the staples jammed. They took a new instrument to complete the case. There were no adverse consequences to the patient.